Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while cutting the stomach, the device did not fire. The surgeon was able to pressed the green button and squeezed the handle, but after already 3 refills 60 used, the fourth didn't work. The load was changed to complete the case. There was no patient injury.